Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's conductor link had been damaged during a suction of the pt's internal ear canal. Surgery is scheduled on (B)(6) to either revise or re-implant the pt.